Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for follow-up after utilizing a holter monitor and pauses that lasted a duration of two seconds were observed multiple times. The electrocardiogram (ECG) data showed the cardiac resynchronization therapy pacemaker (crt-p) had been operating in managed ventricular pacing (mvp) mode and it was suspected the pacing mode may have affected the pauses. The crt-p was reprogrammed to vvi pacing mode and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.